Event description:
It was observed during the device inspection, the colonovideoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over four (4) years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that the nozzle had foreign material occurred, because the reprocessing could not be completed, because the device leaked. The suggested event is detectable and preventable, by handling device in accordance with the following instructions for use: instructions for use states, the detection method in gif/cf/pcf-190 series, operation manual, chapter 3: preparation and inspection. Instructions for use states, the preventive measures in gif/cf/pcf-190 series, reprocessing manual, chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.